Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of over 400 mg/dl. Caller stated that the customer's insulin pump was alarming weak battery, battery was replaced, but is depleting fast. Nothing further was reported.